Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: primary stability not achieved. On 2024-03-15, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.